Event description:
Post market surveillance study. It was reported that 72 days following a coronary artery drug eluting stenting treatment procedure the patient died. The index procedure treated the 75% stenosed, proximal rca (right coronary artery) with predilation and placement of a 3.0 x 28mm taxus express2 drug eluting stent. The patient was discharged two days following the procedure with no reported injuries or complications. The investigator was later informed that the patient expired following a cardio-respiratory arrest at another hospital. The investigator reported there was possibility this event was related to the device and antiplatelet medications (panaldine, bayaspirin).

Manufacturer narrative:
A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. The device was not returned for analysis because it was implanted in the patient. The most probable root cause of this event is anticipated procedural complication.